Event description:
The customer reported that there was a "overvoltage error" message displayed. This error is likely to result in an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The high voltage cable connections were evaluated and reseated. The x-ray tube was also recalibrated. The sys was tested and found to be working as intended and returned to svc.